Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1313. The pt has two leads implanted with the same lot number. It was reported the pt is not receiving stimulation. An sjm rep met with the pt and lead diagnostics were normal and is able to turn stimulation up to about 20 ma, but the pt still doesn't feel anything. Reprogramming was unable to resolve the issue. X-rays have been ordered.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.